Event description:
It was reported to baxter (B)(4) personnel that a colleague infusion pump was found to have experienced a damaged battery alarm. This alarm may have caused an interruption of delivery. This event occurred during patient use. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The software version for this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery set alarm was confirmed and duplicated during product evaluation. The root cause was assigned to an overheated user interface module printed circuit board capacitor. The device was not repaired at this time. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. A service history review revealed that this device has not been serviced prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.